Event description:
The customer reported that they could not log into the acuity central station. He contacted welch allyn technical support for assistance. Tech support was ultimately able to assist the customer in restoring operation. During the time that they could not log into the system, centralized patient monitoring would be unavailable. The system subsequently became unavailable again twice over the following days. In each case, tech support assisted the customer in restoring operation. Tech support suggested that the customer send the unit in for evaluation. Patient vital signs were still available at the bedside monitors while central station was unavailable. No patients were adversely affected as a consequence of this product problem.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.